Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with expert tibia nail on an unknown date. Patient was returned to the or for the first revision surgery an on unknown date. During the first revision surgery, the expert tibia nail could not be removed. A second revision surgery was scheduled for removal of the nail.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.